Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer reports while preparing for the procedure, the device had leakage. The procedure was concluded using a new device. No patient contact, harm, or injury.

Manufacturer narrative:
The suspect device was returned for evaluation. According to the investigation, the leakage may be caused by tubing broken and cracked luer of 4-way stopcock connected to male luer of 10" tube fitting. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.